Event description:
The customer contacted baxter's technical service center regarding a system error 2240 alarm, which occurred on the homechoice (hc) during use. The baxter technical service representative (tsr) reviewed the alarm log and found a system error 2240/2367 alarm. The tsr explained the alarms and the caller said the hp could not see. The hp turns the machine off when any alarm occurs. The caller would call the registered nurse (rn) per the air detect alarms and any missed therapy. Proper procedures per the user manual were reviewed with the hp. The hp discarded the supplies and it was unknown how they would complete therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2012 and he was able to resume therapy after starting over with new supplies. He did not notice anything unusual with any of the previous supplies. Since then he has been completing therapy successfully. Product surveillance contacted the nurse on (B)(6) 2012 and she said she was the hemo nurse but she sometimes worked with the patient. No further information was available. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.